Event description:
It was reported that the device had possible premature battery depletion. The device is still in use. It was further reported that the device was explanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device had possible premature battery depletion. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4). The device was returned and analysis revealed normal battery depletion. Performance data was collected from the device and analyzed. The battery voltage data shows battery = 2.635 volts on (B)(4) 2012. Ageing timestamp date on (B)(4) 2012, device is before recommended replacement time (rrt).

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and analysis revealed normal battery depletion.